Event description:
The user alleged that the CT images loaded were very "grainy with black lines through the screen". The site swapped out several cables in an effort to fix the issue, however, this did not resolve the issue. Therefore, the site cancelled the procedure. There was no injury to the pt.